Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; PMA/510(k) number/ manufacture date ¿ unknown.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, radiographs revealed a fractured femur due to the stem being too tight in the patient's femur. There has been no reported revision procedure to date.